Manufacturer narrative:
The lens was received and inspected under 10x magnification. One half of a lens with a distorted haptic was received. The damage occurred during insertion of the device and is not related to the manufacturing process. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The surgeon reported that when using an unknown cartridge to insert the intraocular lens, the cartridge was bent, thereby bending the lens while inserting into the eye. The incision was slightly enlarged to remove the lens without complication.

Manufacturer narrative:
The iol was not returned for evaluation. A supplemental MDR will be filed as necessary when additional information becomes available. All information currently available is included in this report.